Event description:
It was reported that syringe 50ml 18g 1-1/2in leaked. The following information was provided by the initial reporter: "cracked barrel. Cracked barrel leakage drug".

Manufacturer narrative:
H.6. Investigation: investigations: 1 sample was returned to sbdm, lot number is 191263. Sbdm noticed that there was a cracked barrel. House sample inspection: sbdm inspected 30 pcs from lots 1911223, 1912163 and 1912173, no abnormality observed. DHR review: sbdm reviewed the manufacturing record for lot 1912163, no abnormality observed. Customer complaint record review: sbdm reviewed the customer complaint record, there was no same issue of the same product from other customer. Root cause: from investigation, the likely cause of broken barrel may be occurred before the scale printing process. This process defect may be occurred by malfunction of barrel feeder in the assembly machine. If the barrel moves to assembly machine and there are full of barrels, sensor is working. It means that the feeder and scale printing machine stopped promptly and resume the run again. An error can be occurred by the time of re-run and then the feeder index hit and broke the barrel. Corrective actions: sbdm conducted quality training on this customer complaint for syringe assembly line workers and quality inspectors. Sbdm maintain the barrel feeding part of syringe assembly machine to prevent crack on a barrel. Sbdm implemented 100% visual inspection on syringe packaging process and had retrained on inspection method for packaging inspector due to this complaint case. Sbdm will study to upgrade feeding part on the assembly machine, not as stop & go but, continuous feeding style without stop. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that syringe 50ml 18g 1-1/2in leaked. The following information was provided by the initial reporter: "cracked barrel. Cracked barrel - leakage drug".